Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant/malposition of essure devic"), pelvic inflammatory disease ("unspecified inflammatory disease of female pelvic organs and tissues") and pelvic infection ("infection: pelvic") in an adult female patient who had essure (batch no. B09705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure, cervical intraepithelial neoplasia iii, migraine, dyspareunia, sexually transmitted infection and ear operation. Concurrent conditions included morbid obesity, frequency of menses, menstruation irregular, hiv infection, vaginitis, cervical cancer, diarrhea, libido decreased, abdominal pain, weight loss, genital bleeding, premenopausal symptoms, cramp in lower abdomen, fever, ear pain, productive cough, inguinal pain, dental caries, infective otitis externa and dysfunctional uterine bleeding. Concomitant products included ibuprofen, medroxyprogesterone (depo provera) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, pelvic inflammatory disease, pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia and weight fluctuation outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic infection, pelvic inflammatory disease, pelvic pain, perforation, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 224 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. On (B)(6) 2015 pathology test revealed, -cervix: benign cervical tissue, negative for significant histopathologic alterations, endometrium: benign proliferative endometrium, myometrium: superficial adenomyosis, -bilateral fallopian tubes: negative for significant histopathologic alterations. ¿concerning the injuries reported in this case, the following ones were confirmed in medical records: menorrhagia, pelvic pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received. Reporter's information and lot number were updated. Events added: abnormal bleeding (vaginal, menorrhagia); infection: pelvic; weight gain / loss, pelvic inflammatory disease. Concomitant drugs, concomitant diseases, historical conditions and lab data were updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation of fallopian tube (s)/migration of essure (on right side) / malposition of essure device"), pelvic pain ("pain / pelvic pain / lower rightside pain"), pelvic inflammatory disease ("unspecified inflammatory disease of female pelvic organs and tissues") and pelvic infection ("infection: pelvic / infection (other) - describe: pelvic infection") in a 35-year-old female patient who had essure (batch no. B09705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included loop electrosurgical excision procedure, cervical intraepithelial neoplasia iii, migraine, dyspareunia, sexually transmitted infection and ear operation. Previously administered products included for an unreported indication: buspar from 2012 to 2013. Concurrent conditions included obesity, frequency of menses, menstruation irregular, hiv infection since (B)(6)2012, vaginitis, cervical cancer, diarrhea, libido decreased, abdominal pain, weight loss, genital bleeding, premenopausal symptoms, cramp in lower abdomen, fever, ear pain, productive cough, inguinal pain, dental caries, infective otitis externa and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone (depo provera) for vaginal bleeding and menorrhagia as well as ibuprofen and paracetamol (tylenol). On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition (diarrhea)"), alopecia ("hair loss"), libido decreased ("hormonal changes (decreased libido)"), migraine ("migraines / headaches"), depression ("psychological/psychiatric problems (depression)") and weight decreased ("weight loss"). On (B)(6)2015, 2 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), total laparoscopic hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pelvic infection, weight fluctuation, dyspareunia, fatigue, diarrhoea, alopecia, libido decreased, migraine, depression and weight decreased outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered alopecia, depression, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, libido decreased, menorrhagia, migraine, pelvic infection, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: current weight 224 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. On (B)(6)2015 pathology test revealed, -cervix: benign cervical tissue, negative for significant histopathologic alterations, endometrium: benign proliferative endometrium, myometrium: superficial adenomyosis, -bilateral fallopian tubes: negative for significant histopathologic alterations. ¿concerning the injuries reported in this case, the following ones were confirmed in medical records: menorrhagia, pelvic pain and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet received. Events added from pfs- dysmenorrhea, dyspareunia, fatigue, gastrointestinal or digestive system condition (diarrhea), hair loss, hormonal changes (decreased libido), migraines/headaches, psychological/psychiatric problems (depression), weight loss and did not undergo confirmation test. Event migration of essure (migration of essure device on right side) was clubbed with event perforation of organs/perforation of (fallopian tube (s))/migration of essure. Outcome of event pain / pelvic pain / lower right side pain, dysmenorrhoea (cramping), abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) was updated to recovered / resolved. Onset dates of events menorrhagia, vaginal haemorrhage, pelvic pain, pelvic infection, fallopian tube perforation were updated. Historical drugs were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation of fallopian tube (s)/migration of essure (on right side) / malposition of essure device"), pelvic pain ("pain / pelvic pain / lower rightside pain"), pelvic inflammatory disease ("unspecified inflammatory disease of female pelvic organs and tissues") and pelvic infection ("infection: pelvic / infection (other) - describe: pelvic infection") in a 35-year-old female patient who had essure (batch no. B09705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included loop electrosurgical excision procedure, cervical intraepithelial neoplasia iii, migraine, dyspareunia, sexually transmitted infection and ear operation. Previously administered products included for an unreported indication: buspar from 2012 to 2013. Concurrent conditions included obesity, frequency of menses, menstruation irregular, hiv infection since (B)(6) 2012, vaginitis, cervical cancer, diarrhea, libido decreased, abdominal pain, weight loss, genital bleeding, premenopausal symptoms, cramp in lower abdomen, fever, ear pain, productive cough, inguinal pain, dental caries, infective otitis externa, dysfunctional uterine bleeding, shoulder pain since (B)(6) 2012, premenopausal menorrhagia, abdominal pain, hiv infection, pap smear abnormal, libido decreased and cervical cancer. Concomitant products included medroxyprogesterone acetate (depo provera) for vaginal bleeding and menorrhagia as well as ibuprofen and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition (diarrhea)"), alopecia ("hair loss"), libido decreased ("hormonal changes (decreased libido)"), migraine ("migraines / headaches") and depression ("psychological/psychiatric problems (depression)") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pelvic infection, weight fluctuation, dyspareunia, fatigue, diarrhoea, alopecia, libido decreased, migraine, depression and weight decreased outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered alopecia, depression, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, libido decreased, menorrhagia, migraine, pelvic infection, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: current weight 224 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Ultrasound scan - on (B)(6) 2015: echogenic linear device is seen in the fundal region bilaterally consistent with implanted essure devices. There appears to be appropriate positioning on the left toward the isthmic portion of the uterus. On the right, the device appears to be somewhat medially positioned. This raises the possibility of potential migration or displacement and would have to be further clinical evaluated by other modality. On (B)(6) 2015 pathology test revealed, -cervix: benign cervical tissue, negative for significant histopathologic alterations, endometrium: benign proliferative endometrium, myometrium: superficial adenomyosis, -bilateral fallopian tubes: negative for significant histopathologic alterations. ¿concerning the injuries reported in this case, the following ones were confirmed in medical records: menorrhagia, pelvic pain and vaginal bleeding, her right fallopian tube is perforated,abnormal bleeding pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), device dislocation ("migration of implant/malposition of essure devic"), pelvic inflammatory disease ("unspecified inflammatory disease of female pelvic organs and tissues") and pelvic infection ("infection: pelvic") in an adult female patient who had essure (batch no. B09705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure, cervical intraepithelial neoplasia iii, migraine, dyspareunia, sexually transmitted infection and ear operation. Concurrent conditions included obesity, frequency of menses, menstruation irregular, hiv infection, vaginitis, cervical cancer, diarrhea, libido decreased, abdominal pain, weight loss, genital bleeding, premenopausal symptoms, cramp in lower abdomen, fever, ear pain, productive cough, inguinal pain, dental caries, infective otitis externa and dysfunctional uterine bleeding. Concomitant products included ibuprofen, medroxyprogesterone (depo provera) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), total laparoscopic hysterectomy) and surgery (salpingectomy (bilateral removal of fallopian tubes), total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, pelvic inflammatory disease, pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia and weight fluctuation outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, menorrhagia, pelvic infection, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 224 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. On (B)(6) 2015 pathology test revealed, -cervix: benign cervical tissue, negative for significant histopathologic alterations, endometrium: benign proliferative endometrium, myometrium: superficial adenomyosis, -bilateral fallopian tubes: negative for significant histopathologic alterations. ¿concerning the injuries reported in this case, the following ones were confirmed in medical records: menorrhagia, pelvic pain, vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.